Event description:
It was reported that the flushing pump had water leak. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The product was not returned to the regional investigation center. Olympus was not able to confirm the customer failure. A definitive root cause could not be identified. Based on the results of the investigation, the complaint was not confirmed due to no device return. Cause cannot be established due to no findings available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flushing pump had water leak. There were no reports of patient harm.